Manufacturer narrative:
Evaluation summary: no product or x-rays were provided for evaluation. Also, no item and lot number information was provided. Poly wear can occur due to various factors like incorrect orientation of the shell/liner, micro motion between the shell and the liner and use of incompatible/incorrect device. Patient height, weight, and activity level is also unknown. Based on the provided information, a definitive cause can not be determined. Evaluation codes: no product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence or product contribution to the reported problem. Based on the available information, the need correction action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.

Event description:
It is reported that the device was implanted in 1993, and at 15 years post-op, patient has a complication of polyethylene liner wear at the operative hip (3mm). Patient is tolerating the complication, and no revision surgery is scheduled.